Event description:
The patient reported a leak was found in her implanted system, but she did not know the location of the leak. The patient's pump was replaced to extend the length of time between refills. The patient reported she did not believe that her catheter was replaced. The patient's pump contained morphine and bupivacaine. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.